Event description:
It was reported the device failed accuracy tests. No patient injury was reported.

Manufacturer narrative:
B5: additional information received by smiths medical/ICU on 3-jun-2022 via email and attached to complaint object: no patient involvement. The issue was found during preventive maintenance.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found the device missing a tamper seal and with cracked lens. There was no evidence of the error or reported problem recorded in event history log. The reported problem was not duplicated. Running three accuracy tests, the pump was found to be within manufacturing specifications and operating as intended. No fault was found. The root cause of the reported problem was unknown. No repairs or corrective actions were needed. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review is not required. Service review identified this device has not been in for service previously.